Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h11. Corrected fields: e1 (event site telephone number format).

Manufacturer narrative:
Updated fields - b4, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 (postal code should have been empty in previous MDR), h4 (manufacturing date section should have been empty in previous MDR). A getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assy and performed test. All functional and safety test passed.

Event description:
N/a.

Event description:
It was reported that during use on the patient. Cardiosave intra aortic balloon pump(iabp), blood entered into the console. There was no harm or injury reported.

Manufacturer narrative:
Due to character limit e1 initial reporter- (B)(6). Supplemental report will be submitted upon completion of our investigation.